Event description:
It was reported that during set up at the user facility, a pin from the device fell out. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.